Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 17919971. Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 18312838.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. The explanted device components were discarded.